Event description:
Reportable based on device analysis completed on 28nov2024. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was performed. The 71% stenosed target lesion was located in a severely calcified lesion in the middle of the right coronary artery. A 2.00 mm x 15 mm emerge balloon catheter was advanced for use but could not pass through the lesion. The procedure was completed with another of the same device without any patient complications reported and the patient status was stable. However, returned device analysis revealed a balloon longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR.: the device fg emerge mr, ous 2.00 mm x 15 mm, catheter was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the hypotube identified no issues. A detailed microscopic examination of the balloon material identified a 6 mm longitudinal tear over the proximal markerband. Examination of the extrusion shaft noted the inner lumen was twisted and stretched within the balloon and the tip showed no signs of tip damage. No other device issues were identified during returned product analysis.